Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was intermittently reacting. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke to the customer who stated that the touchscreen was intermittently reacting. The customer requested and was provided with part pricing and information for a replacement touchscreen. Good faith efforts (gfes) are being completed to confirm the part order, part replacement, and resolution of the reported issue. This investigation is ongoing.